Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the drive support cap was sticking out and the patient pushed it back in. The patient's blood glucose at the the time of incident was 193 mg/dl. The insulin pump also had unresponsive up and down arrow keys while trying to program boluses. The patient stated that she slept on the insulin pump since she wears it in her leggings. The insulin pump will be returned for analysis.